Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of the loc was suspected to be due to a lead micro-dislodgement that was unable to be seen with chest x-ray. The patient was not pacemaker dependent and experienced no asystole as a result of the loc. High, but stable threshold measurements were also noted. The physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent loss of capture (loc). Threshold measurements were noted to be below the rv output value. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.